Event description:
Boston scientific received information via the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance (pli) measurement<200 ohms. Oversensing due to noise was also observed. Additional information from the field representative indicated that the cause of the low oor measurements was unknown. The ICD remains in service and the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.